Event description:
It was reported that during a esophagectomy procedure, the device clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.